Manufacturer narrative:
(B)(4). Cat#00875101036 lot#61934177 liner , cat#00784301306 lot#61652559 versys std neck, cat#00875705202 lot#61857301 continuum shell . Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-00477, 0001822565-2022-00478, 0001822565-2022-00479.

Event description:
It was reported the patient underwent a hip arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision on an unknown day for an unknown reason. No additional information.